Manufacturer narrative:
Additional information was added to a3, b5, h3, h4 and h6. B5: during follow up, it was further clarified that the device was filled with 4000 mg 5-fluorouracil (80 ml) in 16 ml of 0.9% sodium chloride for a total of 96 ml. H4: the device was manufactured from may 27, 2020 - may 28, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and showed residual fluid inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined; however the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) unit of folfusor sv (small volume) underinfused during a patient infusion. The device had been filled with fluorouracil in sodium chloride solution. The issue was identified after use when it was found that the folfusor was not empty as expected but still contained some drug solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.